Event description:
New information received notes that the patient was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2011 due to fracture. No additional information was available.